Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in auto reboot mode. A field service engineer (fse) identified limited details regarding the initial power loss, performed battery diagnostics in the hardware test application with no issues, and rebooted the system. Verified normal operation while escort accessed pyxis, noted a slightly loose power cable, and advised the site to monitor the device and consider replacement if needed. Completed testing and confirmed successful functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in auto reboot mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.